Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the time of device replacement for normal battery depletion, there was a ¿header problem; the pin of the superior vena cava connection worked with difficulties, the physician could not release the right ventricular coil from the header, and something was not correct with the header pin.¿ the device was replaced, the lead remains in use, and no patient complications have been reported as a result of this event.